Event description:
A customer reported "the vitrectome would not cut. The door was permanently closed" during a vitrectomy surgery. The aspiration condition was not reported. The surgery was completed. The sample is not available for return. Additional information received form the company representative who indicated that the procedure was completed with another cassette and there was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation; therefore, the condition of the product could not be verified. The customer reported on (B)(6) 2022 the probe does not cut during surgery. The expiration date of the customer reported lot is (B)(6) 2022. A sample was not returned and a review of the lot number provided indicated the product was used beyond its expiry date. No specific action with regard to this complaint was taken by the manufacturing site because the complaint sample exceeded its expiration date and should not have been used. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).